Event description:
It was reported that the handpiece was leaking a black oily substance after cleaning. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was evaluated by the manufacturer and the event as reported was duplicated. A sample of the substance was taken for further analysis. This report will be updated when the investigation is complete.